Manufacturer narrative:
Concomitant medical products: b-braun, 250ml IV bag of 0.9% sodium chloride, lot: j5k055, exp: august 2017. B-braun , 500ml IV bag of 0.9% sodium chloride irinotecan camptosar 206mg in 0.9% naci infusion, lot: j5h230, exp: december 2017; therapy date: (B)(6) 2015. The customer's reported experience of the secondary backing up into primary line was not confirmed, and testing of the returned part from the supplier indicated a passed result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this report was not identified. A particulate can cause a valve to remain open that allows backflow to occur. It is possible that during transport a particulate could have been dislodged.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reports a secondary infusion of irinotecan backed up into the primary ns IV bag while 136.5ml (23 minutes) were left to infuse. The primary bag drip chamber was full, and the primary ns bag appeared more full than previously noted. The rest of the ns was given to the patient to ensure that the full dose of irinotecan was given. There was no report of patient harm.